Manufacturer narrative:
Initially, the customer's biomedical engineer found defective tubing through pinch valve (pv) 44, causing the leak. The biomed replaced the tubing, resolving the leak. Following the resolution of the leak by the biomed, onsite service was requested for failed latron control and incomplete diff results. A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the flowcell scatter sensor had been damaged by the leak. The fse replaced the sensor, resolving the failed latron control and incomplete diff results. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported receiving incomplete differential (diff) results for two patient samples on a coulter lh 500 hematology analyzer. The customer stopped the instrument and observed a fluid leak of unspecified volume from instrument. The leak was not contained within the instrument and latron control issues were reported by the customer at the time of the event. No patient data was provided for review. The customer was wearing personal protective equipment consisting of a gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. Samples with incomplete results were rerun on an alternate instrument, which produced acceptable results.

Manufacturer narrative:
The flowcell scatter sensor was returned to beckman coulter for testing. Upon visual inspection, it was observed that the scatter sensor had some visible foreign surface particles and a slight physical damage at the surface edge. To verify electrical performance, the part was tested per procedure without cleaning, and then retested after cleaning. The part passed both test conditions. The field reported failure could not be duplicated.